Manufacturer narrative:
(B)(4) approximate age of device ¿ 4 months, 13 days. The patient remains ongoing on vad support. A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed signs of a driveline site infection on (B)(6) 2015. On an unspecified date the patient was started on cipro. On (B)(6) 2015 cultures identified the infection as (B)(6), susceptible to doxycycline. The cipro was discontinued and the patient was started on doxycycline. The patient was hospitalized on (B)(6) 2015. The patient underwent surgical debridement of the driveline on (B)(6) 2015. The patient was discharged with continuation of the doxycycline. During a clinic visit on (B)(6) 2016 it was reported that the wound was healing with no signs of infection.